Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure was attempted using three proglide devices after an atrial fibrillation ablation interventional procedure. Reportedly, the suture trimmer and snare knot pusher were used during knot advancement; however, the knot of the three proglide devices was unable to be advanced into the artery. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficult to position the knot; however the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.